Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support with plans to escalate to an impella 5.5 in a day or two. After being placed on impella cp support (via right femoral artery), an external fem bypass was done to maintain flow to the lower extremity. The vessel size was marginal. The site was dressed and doppler flow was maintained. The patient was escalated to the impella 5.5 as originally planned.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella device was not received from the customer. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.